Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy, they set the anvil to the anvil fork, and the surgeon clamped the duodenum and tried to fire the device, however, the knife did not advance. Replaced by a new reload, and the firing was completed. Reoperation was required due to the issue. The surgical time was extended by less than 30 min.